Event description:
The customer contacted baxter's technical service center regarding end therapy/restart setup assistance, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated she connected and saw air in the patient line and stopped the drain. The baxter technical service representative (tsr) assisted the hp to disconnect and end therapy and she advised the use of new disposables. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she was unaware of the issue. The patient had never spoken to them about air in the line and she had just spoken to the patient a day ago and they had been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.